Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple pa tients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿ventricular tachycardia in nonischemic cardiomyopathy: anteroseptal vs inferolateral origin based on ICD ventricular electrogram timing.¿ journal of cardiovascular electrophysiology. 2019; 30(11):2334-2343. Doi: 10.1111/jce.14135. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications while using an implantable cardioverter defibrillator (ICD): there were two (2) patients who experienced pericardial effusions, both of which required drainage. There was one (1) patient who experienced a groin hematoma, with unknown treatment/resolution. There was one (1) patient who had ¿successful¿ resuscitation after pulseless electrical activity (pea) arrest; of note, there were no residual complications for this patient. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.